Event description:
It was reported that the external pulse generator (epg) was pacing a patient incorrectly. The patient complained of discomfort. The generator was replaced and sent for evaluation within the hospital and no equipment malfunction was able to be identified. It was later determined that the ¿emergency¿ button had been activated inadvertently which caused the incorrect pacing. There were no patient complications reported.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).